Event description:
Physio-control evaluated the device and observed that it would power off almost immediately after turning on with known good batteries. There was no patient use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device at the failure analysis center and verified the reported power failure when it was dropped from a short distance. The cause of the reported malfunction was determined a misaligned ground plane conductive foam that touched the power pcb along the full length and resulted in the reported failure.